Event description:
Customer service manager, received and forwarded this complaint on (B)(6) 2013. Information received via complaint states the following: the flexi-seal signal balloon came slightly inflated inside packaging; however, the nurse could not deflate the balloon fully to be able to insert into the patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. An investigation request was sent to the third party manufacturer on 11/19/2013. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
No additional event additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on march 6, 2014.

Manufacturer narrative:
Additional information was received on (B)(6) 2015 confirming that lot# 13fm510206 is invalid. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.